Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and tachycardia therapy for atrial tachycardia with right ventricular response episodes. Therapy was exhausted due to the amount of therapy delivered. Boston scientific technical services (ts) was consulted and discussed programming options. It was also noted that the patient had been non-compliant with their medicine starting two days prior to the inappropriate therapy. The system remains in service and no adverse patient effects were reported.